Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain alarm. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The patient stated they would contact the registered nurse (rn) regarding the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture date - september 2011. An alarm indicative of a potential malfunction of the disposable cassette was reported. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not returned therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.